Event description:
Same case as MDR ID # 2134265-2013-03154 and 2134265-2013-03157. It was reported that during percutaneous transluminal coronary angioplasty (ptca), failure of autopullback occured. While using an ilab cart system 240v, the physician selected a bsc coronary imaging catheter and assy sled pullback single pack md5. During the procedure, the motor drive unit failed to produce an image and unable to performed autopullback properly. The procedure outcome was successful.

Event description:
Same case as MDR ID # 2134265-2013-03154 and 2134265-2013-03157. It was reported that during percutaneous transluminal coronary angioplasty (ptca), failure of autopullback occured. While using an ilab cart system 240v, the physician selected a bsc coronary imaging catheter and assy sled pullback single pack md5. During the procedure, the motor drive unit failed to produce an image and unable to performed autopullback properly. The procedure outcome was successful.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The unit was received with no visible damage or defects observed. The device meets its specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).